Event description:
It was reported that the pump touchscreen appeared black with a white line across it. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance or follow-up.